Event description:
A customer reported encountering a continuous glucose monitor (cgm) error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully initiated a new sensor session without further issues.